Manufacturer narrative:
(B)(4) the device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2018, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced stoma site infection. It was reported that the stoma site infection progressed to bacteremia and septic shock. On (B)(6) 2018, the patient was admitted in the hospital for 3 days. The patient was treated with unspecified antibiotic medication.